Event description:
It was reported that during a right upper lung resection the first device had 10 firings using 8 green reloads 2 black. On 2nd black reload they couldn't open the jaws on thick tissue. The blade reverse didn't work. They used the manual override to remove the device. The second device with a black reload was then used on thick tissue. It stopped mid way while firing as it seemed like it lost power. They clamped off the vessels and opened the jaws to remove the device. They completed the case with suture and no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 11/22/2023 d4: batch #unk an analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.